Event description:
Boston scientific received information that a fault code was detected on this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) discussed the possible reasons for the fault code and advised replacement. A replacement procedure was scheduled. No adverse patient effects were reported. The device remains in service. Additional information indicated that the device was explanted without any complications. No additional adverse patient effects were reported. The device is no longer in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered microscopic visual inspection of the lead barrels and header of the device noted no irregularities to contribute to the failure mode. It was verified that the device had a fault code 1003 for battery voltage too low for projected remaining capacity. The device was subjected to automated testing to verify proper operation and was found to pass all therapy verification commensurate with its battery status. The device case was then removed and an external power supply was connected to the device. A higher than normal current drain was observed. An electrical component from the device circuitry was noted to be cracked with a leakage current that was consistent with that of a cracked capacitor. It was concluded that the allegation from the field was a result of a cracked low voltage capacitor. No further analysis was performed.